Event description:
The pt developed an abdominal infection in the hosp six (6) to seven (7) days post chemotherapy and radical mass reduction procedure. Symptoms exhibited were redness and swelling at incision site.